Manufacturer narrative:
Additional contact (B)(6). Updated fields - b4, d8, e1(event site state, postal code and telephone), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The nurse confirmed that the tubing was clear and all connections were secure. On both occasions, she was able to resume therapy by pressing start. Initially, she suspected the issue might have been related to the helium tank, which she had replaced earlier, but she later expressed concern that there might be a problem with the pump or catheter. She also mentioned that the catheter had been re-positioned the previous day due to the patient¿s agitation. Esp personnel explained that she had appropriately checked the tubing and connections and had correctly resumed therapy according to the help screen instructions. Clarification was provided about the nature of the rapid gas loss alarm, noting that it is generally not a concern unless it occurs multiple times within an hour or the pump cannot be restarted.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had 2 rapid gas loss alarms about 6 hours apart. There was no harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).